Event description:
Orthopat in place, quick connect was done. Machine noted to be not processing any blood in collection bag. After 6 hour time frame and no blood processing; machine was opened to convert to hemovac. Upon opening the lid and removing the disc the machine was noted to have large amount of blood openly pooled under the disc.